Event description:
It was reported that this pacemaker device and non-boston scientific right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3000 ohms), high capture thresholds, and noise. The physician suspected a lead fracture. The patient was admitted the to the hospital for further testing and monitoring. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).